Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed continuity testing, no short or open was detected and no intermittent short or open was detected when sensor is manipulated. Excessive corrosion at the detector copper shield caused sensor to be non-functional and a "sensor off" error message displayed.

Manufacturer narrative:
An attempt for product return and a request for additional information was made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that there is a difference of 10 points when compared to a abg machine. There was no known impact or consequence to patient.